Event description:
Patient reported that the CPAP device stopped working in the middle of the night. Patient reported awakening "feeling like I am being suffocated". The patient discontinued use of device. The device was checked to ensure that device had been set up properly. When hospital staff called the vendor, they reported that humidifier has been discontinued from use. Both flow generator (CPAP device) and humidifier are being returned to manufacturer. Manufacturer is replacing both units.